Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and configuration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and failed to start up. No patient serious injury or death was reported related to this event.